Event description:
During bunionectomy, vilex drill bit broke while in use. The piece that broke away was about 1/2 inch in length. After noticing the break, the remaining piece could be visualized protruding from the bone of the left foot. The piece was removed and the surgeon inspected the bit and the site and said that no remaining pieces remained in the foot. The drill bit was compared with another similar bit and it appeared to be the same. The bit was sequestered and is available in the operating room.